Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, double capsule, and malposition.

Event description:
Healthcare professional reported through regulatory agency "intracapsular rupture", "folds, waves", "rotation" and "double peri-prosthetic capsule". This record is for the left side. Device was explanted.